Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had several reprogramming's with no improvement in pain coverage. No device malfunction suspected. The patient underwent an ipg replacement procedure and recovered appropriately postoperatively. The explanted ipg will not be returned.